Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that there was no audio alert on the follow app. The patient¿s caregiver reported that the patient had a hypoglycemic event and the caregiver did not receive an alert on her follow app. At 10:00 am, the caregiver found the patient in an early stage of diabetic coma; the patient¿s eye pupils were pinpoint, her body was rigid, and she was unresponsive. The caregiver gave her emergency glucose and called 911 right away. An ambulance arrived and the paramedics gave the patient glucose via intravenous (IV) therapy. She started to become responsive, however she had a lot of fluid in her mouth, and had difficulty breathing, so they put a continuous positive airway pressure (CPAP) device on her. She was taken to the hospital and stayed overnight. Additionally, the caregiver reported that they did not know if there was a cgm value displayed on her follow app or if the smart device with the g6 app was in range of the patient at the time of event. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. At the time or report, the patient was doing okay. Data was evaluated and confirmation of the allegation could not be determined. The probable cause could not be determined. No additional patient or event information is available.